Event description:
Healthcare professional reported via nbir national breast implant registry right side device: "wrinkling/rippling". The device was explanted.

Manufacturer narrative:
The event of "visibility/palpability " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: visibility/palpability.